Event description:
It was reported to boston scientific corporation that a percutaneous access set was used during a percutaneous nephrostomy procedure performed on an unknown date. According to the complainant, during the procedure, the catheter broke inside the patient while it was being removed. A surgical incision was done to retrieve the broken catheter from the patient. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.